Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping and a shooting pain in her lower abdomen') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff was placed under general anesthesia for her essure implant procedure. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), menstrual disorder ("passing large blood clots"), abdominal distension ("bloating"), pelvic pain ("pelvic pain"), back pain ("back pain"), migraine ("migraine headaches"), dyspareunia ("dyspareunia"), rash ("rashes"), urticaria ("hives"), alopecia ("hair thinning / hair loss"), arthralgia ("joint pain/ worsening joint pain"), tooth fracture ("tooth breakage") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, rash, alopecia, arthralgia and headache had not resolved and the genital haemorrhage, menstrual disorder, abdominal distension, pelvic pain, back pain, migraine, dyspareunia, urticaria, tooth fracture and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, dyspareunia, genital haemorrhage, headache, menstrual disorder, migraine, pelvic pain, rash, tooth fracture, urticaria and weight increased to be related to essure. The reporter commented: plaintiff's abdominal pain was so severe that it caused her to miss work on several occasions. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken device found at removal') and abdominal pain lower ('severe cramping and a shooting pain in her lower abdomen') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff was placed under general anesthesia for her essure implant procedure. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), menstrual disorder ("passing large blood clots"), abdominal distension ("bloating"), pelvic pain ("pelvic pain"), back pain ("back pain"), migraine ("migraine headaches"), dyspareunia ("dyspareunia"), rash ("rashes"), urticaria ("hives"), alopecia ("hair thinning / hair loss"), arthralgia ("joint pain/ worsening joint pain"), tooth fracture ("tooth breakage"), headache ("headache") and autoimmune disorder ("autoimmune disorder"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("post essure pregnancy"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, menstrual disorder, abdominal distension, pelvic pain, back pain, migraine, dyspareunia, urticaria, tooth fracture, weight increased, autoimmune disorder and pregnancy with contraceptive device outcome was unknown and the abdominal pain lower, rash, alopecia, arthralgia and headache had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, device breakage, dyspareunia, genital haemorrhage, headache, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, rash, tooth fracture, urticaria and weight increased to be related to essure. The reporter commented: plaintiff's abdominal pain was so severe that it caused her to miss work on several occasions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken device found at removal') and abdominal pain lower ('severe cramping and a shooting pain in her lower abdomen') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff was placed under general anesthesia for her essure implant procedure. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), menstrual disorder ("passing large blood clots"), abdominal distension ("bloating"), pelvic pain ("pelvic pain"), back pain ("back pain"), migraine ("migraine headaches"), dyspareunia ("dyspareunia"), rash ("rashes"), urticaria ("hives"), alopecia ("hair thinning / hair loss"), arthralgia ("joint pain/ worsening joint pain"), tooth fracture ("tooth breakage"), headache ("headache") and autoimmune disorder ("autoimmune disorder"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("post essure pregnancy"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, genital haemorrhage, menstrual disorder, abdominal distension, pelvic pain, back pain, migraine, dyspareunia, urticaria, tooth fracture, weight increased, autoimmune disorder and pregnancy with contraceptive device outcome was unknown and the abdominal pain lower, rash, alopecia, arthralgia and headache had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, device breakage, dyspareunia, genital haemorrhage, headache, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, rash, tooth fracture, urticaria and weight increased to be related to essure. The reporter commented: plaintiff's abdominal pain was so severe that it caused her to miss work on several occasions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: events added: broken device and autoimmune symptoms were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken device found at removal') and abdominal pain lower ('severe cramping and a shooting pain in her lower abdomen') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff was placed under general anesthesia for her essure implant procedure. Concurrent conditions included uterine leiomyoma and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), menstrual disorder ("passing large blood clots"), abdominal distension ("bloating"), pelvic pain ("pelvic pain/chronic pelvic pain"), back pain ("back pain"), migraine ("migraine headaches"), dyspareunia ("dyspareunia"), rash ("rashes"), urticaria ("hives"), alopecia ("hair thinning / hair loss"), arthralgia ("joint pain/ worsening joint pain"), tooth fracture ("tooth breakage"), headache ("headache") and autoimmune disorder ("autoimmune disorder"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("post essure pregnancy"). The patient was treated with surgery (essure removed/laparoscopic essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, menstrual disorder, abdominal distension, pelvic pain, back pain, migraine, dyspareunia, urticaria, tooth fracture, weight increased, autoimmune disorder and pregnancy with contraceptive device outcome was unknown and the abdominal pain lower, rash, alopecia, arthralgia and headache had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, device breakage, dyspareunia, genital haemorrhage, headache, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, rash, tooth fracture, urticaria and weight increased to be related to essure. The reporter commented: plaintiff's abdominal pain was so severe that it caused her to miss work on several occasions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information, patient's date of birth, medical history and auto narrative supplement were added. Real fu was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping and a shooting pain in her lower abdomen') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff was placed under general anesthesia for her essure implant procedure. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), menstrual disorder ("passing large blood clots"), abdominal distension ("bloating"), pelvic pain ("pelvic pain"), back pain ("back pain"), migraine ("migraine headaches"), dyspareunia ("dyspareunia"), rash ("rashes"), urticaria ("hives"), alopecia ("hair thinning / hair loss"), arthralgia ("joint pain/ worsening joint pain"), tooth fracture ("tooth breakage") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, rash, alopecia, arthralgia and headache had not resolved and the genital haemorrhage, menstrual disorder, abdominal distension, pelvic pain, back pain, migraine, dyspareunia, urticaria, tooth fracture and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, dyspareunia, genital haemorrhage, headache, menstrual disorder, migraine, pelvic pain, rash, tooth fracture, urticaria and weight increased to be related to essure. The reporter commented: plaintiff's abdominal pain was so severe that it caused her to miss work on several occasions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Case was upgraded to serious incident. Reporter added. Essure was removed on (B)(6) 2019. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report